Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a wedge resection procedure, the surgeon attempted to fire the device and it would not fire. When the device was opened, some of the staples at the proximal end of the cartridge had attempted to form. The device did not cut at all. A new device was used to complete the procedure. There was no patient consequence.